Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and replaced the power control board (0670-00-1162). Ran all the tests in accordance to the manufacturer's specifications. All tests are within range. The fat performed a visual inspection and found the part to have a blown q27 component.this revision is obsolete and no longer able to be tested by a supplier. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The most probable root cause for the reported is component reliability.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h11.